Event description:
It was reported in order to ensure the safety of the infusion, the patient had a PICC implanted in accordance with the doctor's advice due to long-term infusion. During the catheterization process, it was found that there was no catheter scale at 35-45cm in the middle of the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1593 showed no other similar product complaint(s) from this lot number.